Event description:
Surgical instruments were brought into hosp's sterile processing dept from the manufacturer, and the instruments were soiled with dried on blood. These instruments are supposed to be cleaned and decontaminated before delivery to another hospital. Staff did clean and remove the dried blood prior to sterilization so the instruments could be used on the surgical procedure for which they had been ordered. The following is a list of the instruments that were soiled: rod cutter, persuader, plate holder, hook forcep, anti-torgue polyaxial screwdriver, probe depth gauge, drill guide.